Event description:
It was reported that on (B)(6) 2008: the patient presented with a preoperative diagnosis of cervical non-union at c4-6, c5-6. The patient has a history of persistent neck pain and status post previous anterior interbody fusion at c5-6. She underwent a workup including CT which showed evident nonunion of 5-6, questionable union of c4-5. The patient underwent the following procedures: 1. Posterior spinal fusion, c4-6 with vertex instrumentation; 2. Use of mastergraft matrix with rhbmp-2/acs. Following instrumentation the posterior elements were then packed with a combination of mastergraft matrix and a small kit rhbmp-2/acs. No complications were reported. The patient's post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation.

Manufacturer narrative:
(B)(4).